Event description:
Pt reported to his dentist that the socket of his oral appliance has come loose from the lower tray. There was no harm to the pt. The replacement device fabricated and sent to the pt.